Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave was observed on the ventricular channel. Programming changes were made during device check. However, two weeks later, post-paced t-wave oversensing was seen again. Further programming change was recommended.